Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was in the hospital at the time of passing. It was reported that the death was cardiac related and the lifevest was removed from the patient following the treatments. Review of the download data, indicates the patient received three shocks in response to oversensing of low cardiac signal. The patient was in asystole at the time of all treatment shocks at 01:24:22, 01:26:45, and 01:27:13. The patient's post shock rhythm for all shocks was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at 4:00pm.